Event description:
Complainant alleged that during a routine shift check by a clinician the device charged the selected energy, displayed "status 66," "status 104," "status 105," and "cannot dump" messages and failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.